Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem ¿system had a recoverable fault.¿ logs show error 23000 23002 on the yaw. Usm was tested on an in-house system in normal mode where it passed. Usm was tested on a pftp where it failed sensors check on the yaw. The yaw searchlight sensor assembly will be replaced as a fix to the reported problem. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer experienced recoverable faults and were having issues moving universal surgical manipulator (usm)-4. The customer contacted the technical support engineer (tse) for assistance and stated that prior to calling, they power cycled the system and error came back. Tse reviewed the logs and found 23000 repeated errors for usm-4. The customer elected to disable usm-4 and continue the case with the other three arms. Customer called tse for additional troubleshooting after completion of the procedure. Tse had them perform a hard reboot with no change. There was no reported injury to the patient.